Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of syncopal episodes, and the lead integrity alert (lia) had triggered. The right ventricular (rv) lead exhibited high/undefined impedances and high thresholds with intermittent capture. Further investigation revealed that the lead was not fully seated within the device header. The lead was reconnected, and further measurements were within normal limits. The lead and device remain in use. No patient complications have been reported as a result of this event.